Manufacturer narrative:
Investigation: visual inspection revealed that the delivery device was returned separate from the loading device. The seal and the tension spring assembly were inside the loader. The delivery device green slide lock and white plunger were not depressed. There was no evidence of blood on the device. Based upon the received condition of the device, the reported complaint "seal cracked" could not be confirmed. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, after the pa loaded the seal, he noticed that it was cracked. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.